Event description:
The customer reported that the device broke during an endoscopic uterine and ovarian surgery. A picture of the device was sent to covidien and it was discovered that a .12 inch metal flange is missing from the device. The customer confirmed that nothing fell into the patient cavity and there as no injury.

Manufacturer narrative:
(B)(4).the sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted